Manufacturer narrative:
Additional information: resistance was noted during withdrawal of the sprinter legend balloon from the calcified artery upon pull back but no excessive force was used to retract it. A snare was attempted to be used to remove the detached portion however it unsuccessful as it was not long enough to retrieve it from the coronary artery. A micro snare was required to retrieve it but there was none available for the procedure. The detached portion remains in the patient, secured in the most distal portion of the artery. The balloon fragment was wedged in the far distal portion of the vessel due to the circumference of the far distal vessel. It was a very small millimeter diameter where the vessel was smaller than the diameter of the central balloon marker. There were no issues noted with the telescope gec. The telescope gec did not cause or contribute to the sprinter legend balloon material detaching during removal of the balloon. No further patient complications have been reported as a result of this event. Section b1. Adv evnt/prod prob section h1. Type of reportable event product analysis: the device returned with a detachment of the mid marker band and some balloon material, which was not returned as the detached portion remains in the patient. Detachment was present distal to the balloon bond at the distal end of the balloon showing detachment at the distal tip, which exhibited deformation with stretching necking. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one sprinter legend rx balloon, the balloon detached during removal of the device from the patient. The lesion being treated was a moderately tortuous, severely calcified with 100% chronic total occlusion (cto) inthe distal obtuse marginal (om). The device was inspected prior to use with no issues noted. Negative prep was performed with no issues noted. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. The device was not kinked and re-straightened during use. The sprinter legend balloon was advanced to the lesion site using a telescope guide extension catheter (gec). There were multiple inflations to 12atm performed. Upon retrieval, the sprinter legend balloon sheared at the marker, resulting in a portion of the mid marker and some balloon material remaining in the distal end of the obtuse marginal branch. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.